Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that patient had an initial trial two months prior to the report but the ¿wires¿ must have moved. Additional information has been requested but was not available as of the date of this report.

Event description:
It was later indicated that it was unknown if patient had 50% or greater symptom reduction. The cause of the event was reported as unknown during stage 1 trial. The patient outcome was reported as recovered without permanent impairment.